Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 011-c5066. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding 20 occurrences of the 207 cm (81") 20 drop 15 micron filter admin set w/flow controller, 2 bcv-clave®, luer lock in which it was reported that the infusion lines constantly clog, frequently, and flow very poorly or not at all, causing them to reinsert in several patients multiple times. The report is not clear on the number of patients involved. There was no patient harm reported but there was a delay.